Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. Additional information was received. The caller stated when she got adjusted, she felt a shocking sensation down her left arm to the side of her body beginning (B)(6) 2018. The caller stated the hcp said it was normal. The caller stated she got nervous for her adjustments because of the shocking sensation she got. The caller stated at her last adjustment she felt a bad sensation in her face/jaw to her tongue making her tongue feel numb on (B)(6) 2018. The caller stated the hcp told the caller her tongue may feel numb due to a problem with intubation at surgery. The caller was redirected to follow up with the hcp.

Event description:
Additional information was received: it was reported was hoping that the tongue numbness would go away. Paralingual paralysis due to narrow passage and problem with intubation. The patient was not aware if their tongue issue came from stimulation or not as they were not really awake after getting the stimulator. Their tongue is still numb and don¿t know if it was due to intubation. Hasn¿t resolved in 6 months. The left side of the body seems more sensitive than the right and stimulator is only set at 1.60v. Still getting tingling and numbness in left arm, and that¿s the part of the tongue that is numb. The only suggestion that¿s been given to the patient was to turn off the stimulation. The patient has gotten used to their tongue being numb, but it has affected their taste buds and they can¿t enjoy sweet things. Additional information was received from the patient¿s letter response saying that their tongue was still numb. They stated the surgeon paid no attention to their immediate observation. Upon returning home they found the problems of lingual paralysis cause during what was termed ¿difficult, narrow passage.¿ after no resolution the patient was told to turn the stimulation off on their left side. The left side was at 1.60v compared to 3.0v on the right. Any higher on their left side causes to shock, tingle, and go numb. This issue hasn¿t resolved as their tongue was still numb. Intubation tongue problems were expected to resolve after 6 months, but they had not. Neither the surgical staff not the local stimulator people were interested in resolving the problem. They didn¿t want to turn off their stimulation. Their tongue was still numb and affected their ability to taste sweetness. It was numb at first, before trial. They couldn¿t say if the numbness was due to the stimulator or stimulation. The patient also mentioned balance issues. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient complained of numbness in their tongue and a short period of tingling in a single finger the day after programming adjustment. When asked what might have led to the issue it was stated that the patient had a programming session the previous day. The patient had chosen to turn off the dbs system themselves and that had resolved the issue. Additional information was received from the patient: it was reported that when the patient was asked what led to the tongue numbness and tingle in their finger they stated it was probably due to the surgery they had in their left shoulder from sleeping on that side to avoid the wire in their right-side neck area. The tongue wasn¿t involved as they thought. The rep was unable to lower their settings by phone. There were no actions taken to resolve the issues. The patient turned the device back on when they discovered the likely cause for the symptoms. They pointed to a case study saying that patients getting surgery in the head-and-neck region experienced tongue numbness after anesthesia. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating they noticed a tingling in their right arm in the morning and during the day after increasing the right side last week. It was mentioned the tingling and numbness was occurring daily.